Event description:
The initial reporter received a questionable ise indirect na, ci for gen.2 result for one patient sample with a cobas 8000 cobas ise module. Patient 1: the initial na result was 133 mmol/l. The repeated result was 140 mmol/l. Patient 2: the initial na result was 126 mmol/l. The repeated result was 139 mmol/l. The initial cl result was 117 mmol/l. The repeated result was 102 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the degasser, valves, sipper and vacuum nozzles, and the sample probe. He performed checks and precision testing, all results were within specifications. The investigation determined the service actions resolved the issue.